Event description:
The physician reported a drug reservoir volume discrepancy, discovered during a refill visit. The expected volume was 4.8ml, but 20ml was aspirated. The pump was implanted on (B)(6) 2013. It was reported that the pump was not primed before implantation. The pt reported inadequate pain relief. The drug being used in the pump was morphine. On (B)(6) 2013, flowonix field clinical engineer visited the site to troubleshoot the pump. He reported that the valve clicking was audible and recommended a cap procedure to verify proper catheter flow. The physician chose to not do the procedure and scheduled an explant on (B)(6) 2013. The physician verified that there was no catheter occlusion and proceeded with explanting the pump. A new pump was implanted and was connected to the existing catheter. There were no pt complications reported.

Manufacturer narrative:
Device is being evaluated at the MFR site. When the investigation is complete, a supplemental report will be filed. (B)(4).